Event description:
Caller reported an alarm 2, indicating an issue with the insulin pump. There was no adverse impact to the customer's blood glucose level. Despite instructions to disconnect and attempt a bolus with an empty cartridge, the bolus did not complete successfully. A replacement pump had already been provided, and the customer was advised to switch to it to avoid further occlusion alarms, which the caller acknowledged and understood. Reportedly, the customer continued to use pump for insulin therapy.